Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log did not confirm the reported event of a transmitter failed error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the display device showed a transmitter failed error. It was reported that the patient using the device was under 12 years of age. No additional patient or event information is available. No data was provided for evaluation. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. Labeling indicates that the t:slim g4 system is indicated for use in individuals 12 years of age and greater.